Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports of "paddle fault, system fault 36, and pediatric pads recognized as adult pads" were not replicated or confirmed. The report of "system fault 37" was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "paddle fault," "system fault 36," "system fault 37" messages and recognized the attached pediatric electrodes as adult electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.